Event description:
It was reported that prior to generator change, the patient's pacemaker system exhibited pacing spikes and loss of capture. The pacemaker was explanted and replaced. During the generator change, the chronic lead were tested and seemed fine so the physician decided to keep the leads. Post-procedure, the right ventricular lead exhibited unstable varying capture thresholds. It was suspected that the problem may be due to a poor autocapture template or a lead micro-dislodgement. Further testing and programming were discussed. Patient would continue to be monitored.

Manufacturer narrative:
The reported field event of loss of capture was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: date of event: the previously reported date of event: (B)(6) 2018 was incorrect; the correct date of event is (B)(6) 2018.